Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. Abbott decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to continuous low flow alarms on (B)(6) 2018. The system controller log files showed a slowly decreasing pump flow and a decrease in pump power consumption. A CT scan showed an affected area under the outflow graft bend relief. A surgical re-exploration on (B)(6) 2018 confirmed an outflow graft twist. The screw of the outflow graft could be turned approximately 3 mm with a clamp. The twist was corrected to normal position by opening the outflow graft and an end-to-end anastomosis. All pump parameters were in the normal range again. The patient was in stable neurological and hemodynamic condition. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The pump remains implanted and the patient remains ongoing on vad support. The reported event of a twisted outflow graft could be confirmed based on submitted photos. In addition, low flow alarms were confirmed through the analysis of the submitted log files. The pump remained above the low speed limit and appeared to function as intended. It should be noted that the twist could have contributed to low flow events; however, a specific cause for the outflow graft twisting could not conclusively be determined through this evaluation. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a heart-lung machine was not used in the surgical correction of the outflow graft on (B)(6) 2018. In the preceding imaging, a 4-5 cm long thrombus was detected in the outflow graft, which was removed intraoperatively. The twisting was corrected and the outflow graft re-anastomosed at the ascending aorta. No additional information was provided.